Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted: (B)(6) 2015.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high impedance and noise. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.